Manufacturer narrative:
Concomitant medical product: 4076 atrial lead. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿late lead perforation presenting as acute shoulder pain.¿ american journal of emergency medicine 34 (2016) 2255.e1¿2255.e3.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted right ventricular (rv) lead. Thirty-two days after the implantation of the lead, the patient presented with ¿acute severe pain¿ at the tip of the shoulder. Two days prior, the lead had normal pacing impedance and threshold values. The patient underwent a chest x-ray which showed that the lead had perforated the right ventricle. There was also a ¿sudden¿ rise in the rv pacing threshold. From the echocardiogram, there was ¿mild to moderate pericardial effusion¿ noted. The patient¿s lead was removed by open chest surgery, due to patient being high risk from having chronic obstructive pulmonary disease (copd). A new rv lead was implanted. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.